Manufacturer narrative:
A field service order was completed on the farastar system; the master hv pcb was replaced. The returned farastar master pcba was inspected for damage and defects. No physical damage or major visual defects were observed. The returned farastar master pcba was installed in a known good console for electrical testing. The channel 2 gate driver (u13) was measured to have a reference voltage of 8.2 v where 5 v is expected. No other electrical defects were found. The allegation(s) in the related complaint were confirmed.

Event description:
It was reported that a farastar ablation generator refurb presented the error codes 301, 303 and 201 during a pulmonary vein isolation procedure, exactly on the third of the four veins needed of treatment. In basket position at the right superior pulmonary vein (rspv) the error 303 occurred, this was because 2 splines were touching each other as result of the ablation, the catheter was repositioned and then another 303-error appeared, the reason for the second one is unknown. The catheter was moved away from the vein, resized the basket to a larger size and then repositioning at the ostium vein. A further ablation resulted in another 303 error, so the generator was rebooted, and a 201-error appeared. Then sub therapeutic applications were done to the right inferior pulmonary vein (ripv) with 301 errors present each time, in order to finish the procedure. No patient complications occurred, but the final vein couldn't be treated per persistent 201-error re occurring, so the procedure was cancelled with a patient sedated under general anesthesia. The console is expected to be returned for further analysis. Per additional information the pc board was replaced during post procedure service, the issue was resolved.

Event description:
It was reported that a farastar ablation generator refurb presented the error codes 301, 303 and 201 during a pulmonary vein isolation procedure, exactly on the third of the four veins needed of treatment. In basket position at the right superior pulmonary vein (rspv) the error 303 occurred, this was because 2 splines were touching each other as result of the ablation, the catheter was repositioned and then another 303-error appeared, the reason for the second one is unknown. The catheter was moved away from the vein, resized the basket to a larger size and then repositioning at the ostium vein. A further ablation resulted in another 303 error, so the generator was rebooted, and a 201-error appeared. Then sub therapeutic applications were done to the right inferior pulmonary vein (ripv) with 301 errors present each time, in order to finish the procedure. No patient complications occurred, but the final vein couldn't be treated per persistent 201-error re occurring, so the procedure was cancelled with a patient sedated under general anesthesia. The console is expected to be returned for further analysis. Per additional information the pc board was replaced during post procedure service, the issue was resolved.

Manufacturer narrative:
A field service order was completed on the farastar system; the master hv pcb was replaced.

Event description:
It was reported that a farastar ablation generator refurb presented the error codes 301, 303 and 201 during a pulmonary vein isolation procedure, exactly on the third of the four veins needed of treatment. In basket position at the right superior pulmonary vein (rspv) the error 303 occurred, this was because 2 splines were touching each other as result of the ablation, the catheter was repositioned and then another 303-error appeared, the reason for the second one is unknown. The catheter was moved away from the vein, resized the basket to a larger size and then repositioning at the ostium vein. A further ablation resulted in another 303 error, so the generator was rebooted, and a 201-error appeared. Then sub therapeutic applications were done to the right inferior pulmonary vein (ripv) with 301 errors present each time, in order to finish the procedure. No patient complications occurred, but the final vein couldn't be treated per persistent 201-error re occurring, so the procedure was cancelled with a patient sedated under general anesthesia. The console is expected to be returned for further analysis. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.